Event description:
The customer obtained multiple, discordant, non-reproducible, and unexpected, vitros phyt results from two different patient samples and a proficiency sample while performing a correlation study using a vitros 250 chemistry system. The following results were obtained: patient 1 = 29.0 vs. An expected result = 15.0 mmol/l; patient 2 = 75.0 vs. An expected result = 59.5 mmol/l; proficiency sample = 138.0 vs. An expected result = 113.5 mmol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action. No patient samples run during the time frame of the event were questioned. There was no report of patient harm as a result of this event. This report is number three of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, discordant, non-reproducible, and unexpected; vitros phyt results were obtained from two different patient samples and a proficiency sample while performing a correlation study using a vitros 250 chemistry system. The investigation was unable to determine a definitive root cause for the affected patient samples. Acceptable performance was verified for the current vitros phyt lot 2609-0137-1657 in use. The investigation suspects pre-analytical sample mix up may have contributed to the discordant result obtained from the proficiency fluid, however, this cannot be confirmed. There was no evidence that an instrument or reagent related issue contributed to the event.